Event description:
Procedure performed: gynaecologic laparoscopy. Event description: the bag was being removing a specimen through a trocar. The bag broke inside the port, the specimen was retrieved from within the port, they also saw the metal ring from the guide bead come off the bag while retrieving the rest of the specimen. The patient status was normal however the consultant sent the patient for a x-ray to double check the metal ring wasn't left within the patient. The specimen was retrieved and the patient was sent for an xray the next day for peace of mind for the consultant. Additional information received from applied medical representative via email on 07apr25: the specimen in question was an ovary and cyst and the whole guide bead came off when removing the bag through the port. The port was not removed before removing the specimen and so the bag was pulled up through the port. Some of the pulling was on the guide bead itself to retrieve the specimen. When the bead broke off the bag the bag was ripped at the top causing some of the contents of the bag to come out into the port. Numerous bags were used in the case however they could not specify number or type of bags. Staff are new to these retrieval bags and to so were unsure if the metal ring was present on all sizes of retrieval bags and if the metal ring loops all the way around the guide bead, therefore the surgeon sent the patient for an x-ray the next day to be sure no foreign object was left within the patient. There is only one incident ¿ the guide bead coming detached from the bag. This is an update on the original cer I submitted friday, in which I was told it was only the metal ring that came off however from speaking with the surgeon this morning I have been informed it was the whole guide bead intact with the metal ring that came off. Additional bags were used in the case however they cannot confirm sizes, and no complaints have been brought to my attention for these additional bags used. Unsure on lot numbers for any of the bags used. Additional information received from applied medical representative via email on 12may25: there was no foreign body left in the patient and the x-ray came back normal. No ¿ the consultant updated staff that the bag did not break and so there was no spillage of the specimen, it was only the guide bead that came off the bag, the integrity of the bag was fine. The bag did not break into pieces. The bag did not burst during specimen removal. Intervention: the specimen was retrieved and the patient was sent for an xray the next day for peace of mind for the consultant. Patient status: they were worried a foreign object was left in the patient and so sent for x-ray the next day. The patient status was normal however the consultant sent the patient for x-ray to double check the metal ring wasn't left within the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: gynaecologic laparoscopy. Event description: the bag was being removing a specimen through a trocar. The bag broke inside the port, the specimen was retrieved from within the port, they also saw the metal ring from the guide bead come off the bag while retrieving the rest of the specimen. The patient status was normal however the consultant sent the patient for a x-ray to double check the metal ring wasn't left within the patient. The specimen was retrieved and the patient was sent for an xray the next day for peace of mind for the consultant. Additional information received from applied medical representative via email on 07apr2025: the specimen in question was an ovary and cyst and the whole guide bead came off when removing the bag through the port. The port was not removed before removing the specimen and so the bag was pulled up through the port. Some of the pulling was on the guide bead itself to retrieve the specimen. When the bead broke off the bag the bag was ripped at the top causing some of the contents of the bag to come out into the port. Numerous bags were used in the case however they could not specify number or type of bags. Staff are new to these retrieval bags and to so were unsure if the metal ring was present on all sizes of retrieval bags and if the metal ring loops all the way around the guide bead, therefore the surgeon sent the patient for an x-ray the next day to be sure no foreign object was left within the patient. There is only one incident ¿ the guide bead coming detached from the bag. This is an update on the original cer I submitted friday, in which I was told it was only the metal ring that came off however from speaking with the surgeon this morning I have been informed it was the whole guide bead intact with the metal ring that came off. Additional bags were used in the case however they cannot confirm sizes, and no complaints have been brought to my attention for these additional bags used. Unsure on lot numbers for any of the bags used. Intervention: the specimen was retrieved and the patient was sent for an xray the next day for peace of mind for the consultant. Patient status: they were worried a foreign object was left in the patient and so sent for x-ray the next day. The patient status was normal however the consultant sent the patient for x-ray to double check the metal ring wasn't left within the patient.